Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic there was mild to moderate central aortic regurgitation (ai) and a constricted neck of the valve. A balloon aortic valvuloplasty (bav) was performed with moderate to severe ai identified on transesophageal echocardiogram (tee) and a leaflet appeared to not be functioning. A second valve was implanted valve-in-valve with trace/mild ai identified on the tee. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.